Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? If no: surgeon was able to open the jaws with some ¿force¿, no harm was done to the patient in doing so. Was the device on a vessel/artery when it would not open? Surgeon had described the situation as: he knew that the device was most likely not able to take the degree of use and tissue thickness for the case. He likes to use the super jaw because it¿s faster and a lot more hemostatic. Since this is an amputation, he knew he was going to be using the device on the skin, muscle, and all tissue types except for bone. In doing so, the patient disease has also caused arteries and vessels to be calcified. The super jaw was able to complete about 80% of the procedure before defective, and surgeon was able to transect through the remaining tissue using bovi. The dr. Had knew that the device may not have been optimal to get through the whole case, but nonetheless loves using the enseal as blood loss is less and it¿s faster. He had mentioned that he is going to continue to use the super jaw for future amputations. If yes, how was the device removed? (I.e. Cut off, forced opened) surgeon was able to remove the device from patient. Since it was an amputation procedure, it didn¿t matter if the device was stuck on tissue. If cut off, did this cause a change in the plan of care for the patient? Change of care did not change for patient. Did the removal cause any damage to the vessel/artery? No damages occurred to any vessels/arteries for the patient. If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? Surgeon did not continue the case with the same device.

Event description:
It was reported that during an ¿aka¿ procedure, according to the information given: "to my knowledge no patient harm. Scrubbed staff said the jaws quit opening about midway through the case, so it would not work." The case was completed by grabbing another enseal super jaw. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n90u6d. The device was received with the upper distal roller detached and not returned. This caused the upper jaw to not close completely. The device was connected to the generator and it was recognized. Because the jaw was loose not all testing was performed with the generator. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.